Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the moving parts of the trigger did not move smoothly on the sagittal saw device. It was further determined that the device had a cosmetic damage and the coupling was worn. It was observed that the thread saw blade coupling was damaged. It was further determined that the device failed pretest for check the saw head¿s locking mechanism, check the saw blade coupling and general condition. It was noted in the service order that the screw for grasping the blade was loose and unable to grasp the blade firmly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.